Manufacturer narrative:
Samples rec'd: 16 unopened and 1 open racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Rec'd 16 closed samples and one open and used samples with the thread broken, there is no needle and no packages. Tested the knot pul tensile strength of the closed samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). A vet from the univ of london farm animal unit has been using out premilene that they ordered in (B)(6) 2014. They ordered 2 packs of monosyn and 2 packs of premilene (2 x c0023191 and 2 x b2095585). The batch number for the premilene in 114252 as given is her e-mail. The vet also states in her e-mail that they have had a hernia break down but does not know if suture failure was involved or not. The vet reported that the suture was snapped on 2 occasion while trying a knot without pressure being put in it and brand new out of the wrapper (ie no forceps on it etc). The remainder of the suture material looked ok both times and couldn't be snapped even with a lot of force, so looks like there is a fault in one section.